Event description:
Reporter stated there are 3 black lines on the infusion device display, and these lines are in the area indicating the insulin delivery amounts. The infusion device was requested for evaluation. No physiological effects were reported.

Manufacturer narrative:
The complaint can be verified. The display is missing several pixel lines on the bottom due to an interruption of the heat-seal connection. The customer is not able to see 100% of the display. The defective pixel cannot lead to misinterpretation of the insulin amount.

Manufacturer narrative:
The event occurred in (B)(6).